Manufacturer narrative:
Additional information confirmed the lead to device connections were checked, however the cause of the high shock impedance was unable to be determined. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead recorded a high out of range shock impedance of greater than 125 ohms. This lead was then surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.